Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The stapler was returned without its packaging. The stapler was returned with 41 staples remaining. No evidence of biological material was found present on the device. Since the packaging was not returned, a complete visual inspection could not be performed. The packaging was not returned. A corrective action is not required at this time as complete visual inspection could not be performed on the sample. It is necessary to receive the complete p hysical sample to perform a proper investigation, determine root cause, and implement corrective actions. A device history record review was performed, and no relevant findings were identified.the reported complaint of "broken package - sterility compromised" was not confirmed based on the sample received. The sample was returned without its packaging. Since the packaging was not returned, a complete visual inspection could not be performed. It is necessary to receive the complete physical sample to perform a proper investigation, determinate the root cause and corrective actions. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the package was found broken during inspection". No patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the package was found broken during inspection". No patient involvement.